Event description:
Attorney alleges plaintiff developed injuries which included a disease or disorder. Particulars of the injuries include: capsular contracture, breast and left arm pain, silicone leakage, autoimmune disease in the form of immune silicone syndrome, interference with immune system and development of silicone syndrome, joint pain, rashes, cold sensitivity, photosensitivity, allergies, hair loss, burning mouth syndrome, migraines, chest pain, heart palpitations, chronic fatigue, sleep disturbances, cosmetic damage, anxiety, nervousness and depression.